Manufacturer narrative:
This report is being submitted per FDA request. This report was previously filed with incorrect MFR number. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in liquid in lens case/vial. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -8.0/+2.5/171 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to the patient experiencing a refractive surprise. The lens was exchanged for a same model but different diopter lens and the problem was resolved.